Manufacturer narrative:
Review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. (B)(4).

Event description:
The following was reported to gore: date unknown, 2017, the patient was implanted with a gore® acuseal vascular graft for hemodialysis shunt. The patient tolerated the procedure. At the two month follow-up, thrombotic stenosis of the gore® acuseal vascular graft at the site of puncture was observed. The doctor reported that the graft seemed to delaminate when thrombectomy was attempted to remove the stenosis. The gore® acuseal vascular graft was removed and discarded at the hospital. A new gore® acuseal vascular graft was implanted. The patient tolerated the procedure.

Manufacturer narrative:
Other relevant pre-existing medical history: diabetes.

Manufacturer narrative:
Additional manufacturer narrative: no preexisting medical information was provided to gore.

Manufacturer narrative:
The implant date provided was 2017 so the event timeline is estimated as (B)(6) 2017. Two months later ((B)(6) 2017) thrombotic stenosis was revealed at the puncture site. A portion of the graft was removed at that time. These dates are estimates based on the initial information received. The actual date(s) were not provided. Click this button to edit the record. Corrected data: date of event: (B)(6) 2017.